Manufacturer narrative:
Removal/replacement within initial procedure. Iol replaced within initial procedure. (B)(4). Attempt was made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a loading issue occurred with the za9003 intraocular lens (iol) where the haptic bent while inserting into the patient¿s right eye (od). Incision was enlarged, but no patient injury was reported. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on 10/11/2018, device returned to manufacturer: yes. Device evaluation: visual inspection of the returned sample shows the lens is damaged, most probably to make removal possible. Based on the visual evaluation of the returned unit it could not be determined that the cause of the issue reported is related to the manufacturing process. A product quality deficiency could not be confirmed. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.